Event description:
It was reported that the patient was experiencing inadequate pain relief from the stimulator. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6: explant date: unknown. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7072546. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7070821. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #:(B)(4).